Event description:
The manufacturer received info alleging a ventilator was alarming and displaying "service required" while the ventilator was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed - a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a failure with the oxygen blending module which could affect the accuracy of the delivered oxygen concentration. The device's oxygen blender module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for the "service required" condition. This report is being filed as part of the retrospective complaint records review for MDR reportable malfunctions, to address FDA warning letter (B)(4).